Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy had not improved their symptoms by 50% or better yet and on a certain program when they increased the stimulation, the higher they went the worse their urinary retention symptoms became. Patient said they saw their managing physician and the doctor changed their program to program 2. Patient said they noticed a change in their symptoms the first couple days but now they didn't notice any difference and they were wondering what to do. Patient said they had been on program 2 for 9 days. Agent reviewed general therapy and programming information and redirected patient to health care provider. Patient said they decided on their own that they would increase the stimulation and increased stimulation to where it was comfortably felt in their bicycle seat area. Patient said they would maintain stimulation and monitor sypmptoms for one week.